Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted into the hospital on (B)(6) 2014 with a lactate dehydrogenase (ldh) level of 917 u/l. On (B)(6) 2014, an echocardiogram was performed and revealed that the patient¿s aortic valve was opening "slightly" with each beat. A repeat echocardiogram was performed on (B)(6) 2014 which showed his aortic valve was opening with each beat. During the patient¿s admission his ldh peaked at 1511 u/l on (B)(6) 2014. Inotropes and heparin were initiated and maintained until the patient was transplanted on (B)(6) 2014. The patient remained in the hospital until he was transplanted.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the sealed inflow conduit revealed a strongly adhered deposition situated on one side of the blood-contacting surface. A similar deposition was present in the lumen of the inlet elbow. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions found on the sealed inflow conduit did not appear to occlude the flow of blood into the pump. Examination of the rotor revealed a non-laminated deposition situated on one of the blades of the rotor. Similar depositions were found in the outlet stator (proximal), situated in between the outlet bearing ball and the stator blades. The structure of these depositions and lack of laminated layers suggests that they did not form in these locations. Although their origins and duration that they were present in these areas could not be conclusively determined, the depositions lacked evidence of denaturing and the lack of contact marks on the outlet bearing cup suggest that the depositions were not present while the pump was supporting the patient. If present for an extended period, the depositions found in the evaluation, could have potentially contributed to the reported elevated lactate dehydrogenase. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.